Event description:
It was reported that the customer experienced a low/high blood glucose (bg) level of 520 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer administered a correction bolus via the pump as well as a correction injection to address bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.